Event description:
It was reported that a revision surgery was performed due to pain. Surgeon found poly and tibia loosed. All implants where removed and replaced.

Manufacturer narrative:
The associated legion ps high flexion insert was returned and evaluated. The tibial component was not returned and no device information was provided neither. However, the evaluation was performed on the returned insert. A lab analysis conducted during this investigation indicated that the returned device showed scratching, burnishing, and wear on the non-articular surface of the part which were likely caused by repeated motion between the insert and the tibial baseplate. The deformation of the posterior locking detail were likely caused by having the insert sitting on top of the posterior locking region of the baseplate. No manufacturing deviations were noted during this investigation. Based on the investigation conducted, the exact cause of the insert dissociation was not able to be determined. Our investigation including a review of the manufacturing records for the insert did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical evaluation noted that no relevant clinical supporting documents were provided to conduct a medical assessment of the reported issue. No thorough clinical assessment can be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.